Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that her positive control yielded a false negative reaction when used with anti-human globulin (ahg) anti-igg solidscreen ii on tango optimo. The customer prepared her own positive control by mixing albumin, nacl, seraclone anti-d and an ortho anti-fya. The customer returned the supposedly defective product for investigational testing and also the affected reagent red blood cells and the "self made" positive control which had caused false negative test results. Upon arrival at our premises, the bottle containing reagent red blood cells (biotestcell 3) were leaked out and the labels were partly removed. Therefore our quality control laboratory tested at first the complained returned sample anti-human-globulin, anti-igg solidscreen ii in parallel to our quality control laboratory's retained sample and a reference lot by titration. The complained reagent as well as the retained and the reference lot showed a perfect function. We did not observe any loss of reactivity. Then ahg anti-igg solidscreen ii was tested out by using the reagents from the customer (ahg, anti-igg sc ii, biotestcell 3 and the "self made" control") on tango optimo. The results showed inhomogeneity with the rrbcs (because of leakage) and the positive control showed untypical reactions: not a smooth monolayer but a reaction like a large agglutination in the middle of the well. A known anti- fya and solidscreen ii control (anti-d) showed clearly positive results. The same test setup was used with the retained samples and showed no inhomogeneity but an untypical reaction, too. Tango optimo evaluated the "self made" positive control as positive (1+/2+/1+). Sc ii control and the known anti-fya were clearly positive, too. We advised the customer to use soldiscrenn ii control /solidscreen ii control b for qc testing to obtain reliable results. The IFU contains the following information: "solidscreen ii is designed to detect antibodies in physiologic samples containing plasma or serum. Antibodies in artificial samples lacking serum or plasma might not be detected". "Self made" controls must be validated. The customer takes the responsibility for this procedure. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human-globulin, anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that her positive control yielded a false negative reaction when used with anti-human globulin (ahg) anti-igg solidscreen ii on tango optimo. The customer prepared her own positive control. The customer returned the supposedly defective product for investigational testing as well as the affected reagent red blood cells and the positive control which had caused a false negative test result. Testing in our quality control laboratory is still ongoing.